Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer had ongoing occlusion alarms. Reportedly, customer changed supplies in an attempt to address the issue. Additionally, it was reported that the customer had ongoing blood glucose (bg) levels displayed as "high" on the continuous glucose monitor; cause was unknown. Bg was addressed via manual injections. The customer was instructed to consult with healthcare provider regarding bg level. Reportedly, the customer reverted to manual injections for insulin therapy.